Manufacturer narrative:
One smiths medical tracheostomy/silicone - bivona tubes neo/ped aire-cuf and one picture was returned for analysis. The sample was tested on leak test. The test was performed under water leak testing and cuff symmetry visual aid, and it wasn't observed any leakage and it was seen well inflated. Then the unit was submerged under water, it wasn't observed any leakage. It was followed to massage the product, the balloon was squeezed, and the airway line was moved back and forth, no leakage was detected. The complaint is not confirmed. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that while in use of a smiths medical tracheostomy/silicone - bivona tubes neo/ped aire-cuf, the customer had to keep inflating the cuff every two hours. Otherwise, air pressure of the cuff lowered. No patient consequences were reported. No adverse effects were reported.